Event description:
It was reported that patient had experienced pain at pocket site. It was noted that patient implantable pulse generator had migrated due to significant loss of weight. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a week ago from date manufacturer was made aware.